Event description:
During a medication infusion on the syringe pump, it was noticed that a pool of fluid was gathering on the pump. It was noted that the connection between the med tubing and the blue clave was leaking, and there appeared to be a crack. It was thought that the medication was not delivered to the infant; neonatal practitioner was notified and another dose was ordered.